Event description:
The customer reported that there was no audio being produced from the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was no audio being produced from the monitor. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.